Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 180 mg/dl. The customer stated that she was trying to give herself insulin when her keypad stopped working and pump alarm. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All of the buttons functioned properly; however, had corroded keypad traces. No button error alarm noted. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and stained end cap sticker.